Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedances of more than 3000ohms in the right atrial (ra) lead. Technical services (ts) was consulted and upon review of the available data several signal artifact monitor (sam) episodes were noted to be recorded which subsequently led to the deactivation of the minute ventilation (mv) sensor. In addition, oversensed noise was observed on the ra lead. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.